Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (vaginal delivery x2, one at 36 weeks), miscarriage (date of deliveries: (B)(6)2004, (B)(6)2009), appendectomy (condition unknown. Appendectomy during her pregnancy.) In 2008, cholecystectomy in (B)(6) 2010, cholecystectomy in (B)(6)2010, stent placement, dysfunctional uterine bleeding, menstruation irregular (d and c hysteroscopy), stress, uterine dilation and curettage, food allergy, tobacco user (her tobacco use is less than 1/2 a pack a day.) And alcohol abuse (rare). Previously administered products included for contraception: ortho try-cyclin from 2002 to 2004; for an unreported indication: xanax in 2009 and prozac in 2009. Concurrent conditions included kidney stones, kidney stones since (B)(6) 2016, flank pain since (B)(6) 2012, hematuria since (B)(6) 2012 and retroverted uterus. Concomitant products included drospirenone + ethinylestradiol (yaz) in 2012 for genital bleeding as well as progesterone. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("pain: lower abdomen") and vulvovaginal pain ("pain: vaginal canal"). The patient was treated with surgery (patient underwent bilateral salpingectomy and hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, dysfunctional uterine bleeding, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: cyst found on ovaries CT abdomen/pelvis with multi planar reconstructions: impression: nonobstructing calculi left kidney the renal pelvis and lower pole calyx. Previous cholecystectomy. Consistent with left ovarian cyst measuring approximately 2 cm as well as a small fluid collection in cul-de-sac likely secondary to a ruptured ovarian cyst. Retroversion of the uterus. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, confirming pelvic pain and event added from mr dysfunctional uterine bleeding. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.